Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted then removed from the patient's right eye during the same procedure due to bag integrity "bag no longer able to support lens". The replacement iol used was a sulcus lens, 1.0 diopter lower power size than the original iol (ar40e +17.5). However, it was noted by the customer that there was no product quality issue, no use error. It was also noted that patient was doing well the following day, no patient injury, no incision enlargement, no vitrectomy, no sutures done. Ophthalmic viscosurgical devices (ovd) was used, and it was allowed to acclimatize in operating room temperature as well as the balanced salt solution (bss) used. There was no delay in surgery. No other information was provided.